Event description:
It was reported that the soft tissue sleeve and drill bushing would not screw completely onto each other. The devices were still able to be used and the surgery was completed. Patient status is fine.

Manufacturer narrative:
Part number 41005 lot pm315c date of manufacture 01/2007